Manufacturer narrative:
The attachment has not yet been rec'd at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the attachment began to overheat prior to the start of a surgical procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.